Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, there was stent damage. A 3.0x32mm taxus liberte was advanced on the guidewire to the lesion up to the mid lcx, when the physician noticed damage on the struts and stent accordian. The stent was carefully pulled out and the procedure was completed using another of the same device. No pt injuries or complications were reported. Pt status is listed as satisfactory.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.